Event description:
Two separate edta collection tubes were drawn from the same outpatient (donor) and tested on the cell-dyn 4000 analyzer. Both tubes were tested using the analyzer's closed mode of operation, which incorporates an auto-loader feature. Each sample was placed in a different auto-loader rack and were part of the same sample run. Tube #1 generated lower results than tuabe #2: tube #1 hemoglobin = 8.3 g/dl and tube #2 hemoglobin=15.9 g/dl; tube #1 platelets = 144 k/ul and tube #2 platelets = 262 k/ul. No error flags or alerts were generated for either sample. Both tubes were retested with the analyzer's open mode of operation and correlated to each other, matching the results generated by tube #2 in the closed mode of operation. The customer states taht there was no impact to pt management.